Event description:
It was reported that after an interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during suture deployment, the suture did not deploy properly. The device was removed over a guide wire and a second proglide device was attempted, but with the same results. The device was removed over a guide wire and a third device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.